Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: all needle pieces were retrieved during the procedure. Searching for the needle pieces did not caused any damage to patient¿s tissue. I do not know current patient condition. I am not allowed to collect this data. Size of needles was 36 mm. No part of needle retained in patient¿s body. (B)(4). Since 1st january 2021 no such events were communicated to us. Photo analysis: upon visual inspection of the two images received, an open folder, product code vcp519h, were observed. The image is not clear to determine the reported condition. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name is irgacare®, active ingredient(s) is triclosan, dosage form is suture/solid/parenteral, strength is 275g/m events reported via: 2210968-2022-02099.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle broke during surgical procedure during going through the tissue. No adverse patient consequences were reported. Additional information was requested.